Event description:
It was reported the ambulance was involved in a traffic accident. The ambulance was reported to be totaled. There was reported pt involvement, however, no adverse consequences were reported for the pt. There was reported medical injury. No product malfunction occurred. The stryker product(s) did not cause nor contribute to the event.

Manufacturer narrative:
Unit not evaluated by a stryker rep.